Event description:
Additional information: during the pump exchange, a thrombus was found in the inlet of the pump/rotor. Furthermore, after the exchange, the patient was doing well and was discharged home with no further issues.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: evaluation of the controller event log file captured an elevation in pump power and rotor instability on (B)(6) 2023 for approximately 2 minutes. The corresponding lvad event log file also captured several intermittent rot_noise events during that timeframe with the rotor noise and pump current increasing. Based on complaint history, these events are consistent with an unknown material/object being ingested into the pump and contacting the spinning rotor; however, a specific cause for the power increase and rotor instability events cannot be conclusively be determined through this evaluation. Although the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any functional issues that could have contributed to the flow decreasing to 0 liters per minute (lpm), a potential cause of the low flows was confirmed based on the submitted photograph. The account submitted a photograph for review that showed two red, tissue-like thrombi that were reportedly removed from the inlet of the pump/rotor. Although the original locations and shapes of the thrombi during support could not be determined based on the submitted photograph, if the depositions were ingested while the pump was operating, they could have contributed to the decrease in flow observed in the submitted and retrieved log files. (B)(6) was returned assembled with the pump cable severed approximately 18.5¿ from the pump housing. The remaining distal end of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, reassembled, and functionally tested on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The submitted and retrieved log files contained information from (B)(6) 2023 through (B)(6) 2023. The pump flow decreased to 0.0 liters per minute (lpm) by (B)(6) 2023 and remained at 0 lpm, until the pump was exchanged. The low flow hazard alarm was also active while the pump flow was captured at 0 lpm. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 of this document lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 ¿introduction¿ of this IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook (rev. D). Is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a recently implanted patient's pump flow had suddenly dropped to 0 lpm. Prior to this event, the patient's pump had been running at 5,000 rpm with a flow around 3 lpm. The patient was taken to the or for an emergent pump exchange. Log file analysis captured sudden low flow hazard alarms on (B)(6) 2023 at 8:44am. Prior to these alarms, low flow hazard events and pulsatility index (pi) events were captured. No pump faults were captured. Set speed changes during the low flow alarms did not appear to have any effect on the pump's flow. The pump appeared to have reacted to a sudden decrease in blood volume flowing through the pump.